Event description:
It was reported that 1 bd needle eclipse 21x1-1/2 rb tw bns had safety mechanism issues. The following information was provided by the initial reporter : the distributor reported having some issues with needles' plastic breakage (pins or safety needle) following aging of the component of at least 5 years from manufacture.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle eclipse 21x1-1/2 rb tw bns had safety mechanism issues. The following information was provided by the initial reporter : the distributor reported having some issues with needles' plastic breakage (pins or safety needle) following aging of the component of at least 5 years from manufacture.

Manufacturer narrative:
Investigation summary: four photos were received by our quality team for evaluation. From the first photo, the safety shield was observed to be detached / broken from the hub. From the second photo, the team observed that the hub ramp was detached / broken from the hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The product was produced in july 2016 as bulk material without sterilization, and these materials have passed the typical 5 years shelf life of unit packaged material (with sterilization). The root cause of the damaged safety shield and hub could not be established. H3 other text : see h10.